Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer required maintenance. A field service engineer reseated cables and cleared the obstruction on the tower door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis meditation es system had a drawer that required maintenance. Customer reported that the malfunction occurred when the user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.